Event description:
A hospital perfusionist reported to a fresenius clinical support specialist (css) that an xlung kit pump head clotted during a patient's extracorporeal membrane oxygenation (ECMO) therapy. The perfusionist stated that it started to sound like there were ¿rocks inside¿ the pump head being ¿thrown around¿. Due to the rattling, the staff thought that there might be a clot and/or a decoupling of the pump head. There were no machine alarms when this occurred, and none were expected. They changed the circuit to a cardiohelp device and there were no further issues. The staff then emptied the circuit of blood and found clotting and fibrin strands inside the pump head. The patient was on bivalirudin, had a partial thromboplastin time (ptt) of 47, and a fibrinogen level of 520. Additional information was obtained through follow-up with the css. The css stated the lot number of the xlung kit is unknown. Other than blood loss due to the circuit change, there was no negative patient impact. The circuit change resulted in approximately 670 ml of blood loss. The css stated there were no troubleshooting steps taken prior to replacing the xlung kit for the cardiohelp device. Per the css, the xlung kit had been in use for 2 days when it clotted. The pump head was confirmed to be properly seated in the pump drive. The patient¿s labs showed high fibrinogen, and per the css, the facility did not have to deviate from the anticoagulation protocol for this patient. Per the css, the level (or orientation) of the pump and oxygenator in relation to the patient was not relevant. The css stated the pump head started rattling prior to the switch-out, but the length of time into the treatment was not given. No changes were made to the settings when the pump head started rattling. The ECMO settings used were unknown. The patient was on veno-venous ECMO. The css stated the arterial blood gas labs (pre and post-oxygenator) were unknown, but also stated that they were not relevant due to the pump head clotting. A video of the used pump head was provided for review, along with event log files. The sample was reportedly available to be returned for evaluation. No additional details were provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A hospital perfusionist reported to a fresenius clinical support specialist (css) that an xlung kit pump head clotted during a patient's extracorporeal membrane oxygenation (ECMO) therapy. The perfusionist stated that it started to sound like there were ¿rocks inside¿ the pump head being ¿thrown around¿. Due to the rattling, the staff thought that there might be a clot and/or a decoupling of the pump head. There were no machine alarms when this occurred, and none were expected. They changed the circuit to a cardiohelp device and there were no further issues. The staff then emptied the circuit of blood and found clotting and fibrin strands inside the pump head. The patient was on bivalirudin, had a partial thromboplastin time (ptt) of 47, and a fibrinogen level of 520. Additional information was obtained through follow-up with the css. Other than blood loss due to the circuit change, there was no further negative patient impact. The circuit change resulted in approximately 670 ml of blood loss. The css stated there were no troubleshooting steps taken prior to replacing the xlung kit for the cardiohelp device. Per the css, the xlung kit had been in use for two days when it clotted. The pump head was confirmed to be properly seated in the pump drive. The patient¿s labs showed high fibrinogen, and per the css, the facility did not have to deviate from the anticoagulation protocol for this patient. The patient was on veno-venous ECMO support. No changes were made to the settings when the pump head started rattling. Additional information was later provided by the perfusionist. The pump head started rattling at 0300 (on the event date). Per the perfusionist, no troubleshooting could be completed due to the pump head separation. The patient was on the device for five days when it clotted (not two). The pump head was inspected after the changeout, and it was reportedly no longer seated. However, it had also been inspected daily prior to the event. The patient's diagnosis and reason for being on ECMO was aortic pseudoaneurysm repair, svc reconstruction, and innominate grafting. The pump was close to level with the patient for the majority of the run. The device settings were set to 4400 rotations per minute (rpm) with a 2.5 l/min flow rate. The sweep gas used was oxygen at 1 l/min. At 0239, just prior to the failure, the patient's pre-oxygenator arterial blood gas values were ph 7.24, 70 paco2, 44 pao2 and their post-oxygenator values were ph 7.27, 61 paco2, 437 pao2. There was no patient harm as a result of the reported event. The patient remained hemodynamically stable with an overhead saturation of 100. The only negative patient impact was the blood loss due to the changeout. To protect the patient, the tubing was clamped prior to the changeout. A video of the used pump head was provided for review, along with event log files. The sample was reportedly available to be returned for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: d4, h3 plant investigation: the product sample was not returned to the manufacturer, and therefore a physical evaluation could not be performed. Since the cause is presumably patient induced, it is highly unlikely to detect the failure in a retention sample. The described situation is adequately addressed in the instructions for use (IFU) and/or on the label. The IFU advises to change the xlung kit circuit when a pump head thrombosis is observed. Failure to do so may lead to increased free hemoglobin and other signs of hemolysis, pump head noise, and increased serum lactate dehydrogenase (ldh) levels. No nonconformities were found during review of the manufacturing records. Though a cause for the reported event could not be established, based on the available information it cannot be traced to the device.

Event description:
A hospital perfusionist reported to a fresenius clinical support specialist (css) that an xlung kit pump head clotted during a patient's extracorporeal membrane oxygenation (ECMO) therapy. The perfusionist stated that it started to sound like there were ¿rocks inside¿ the pump head being ¿thrown around¿. Due to the rattling, the staff thought that there might be a clot and/or a decoupling of the pump head. There were no machine alarms when this occurred, and none were expected. They changed the circuit to a cardiohelp device and there were no further issues. The staff then emptied the circuit of blood and found clotting and fibrin strands inside the pump head. The patient was on bivalirudin, had a partial thromboplastin time (ptt) of 47, and a fibrinogen level of 520. Additional information was obtained through follow-up with the css. Other than blood loss due to the circuit change, there was no further negative patient impact. The circuit change resulted in approximately 670 ml of blood loss. The css stated there were no troubleshooting steps taken prior to replacing the xlung kit for the cardiohelp device. Per the css, the xlung kit had been in use for two days when it clotted. The pump head was confirmed to be properly seated in the pump drive. The patient¿s labs showed high fibrinogen, and per the css, the facility did not have to deviate from the anticoagulation protocol for this patient. The patient was on veno-venous ECMO support. No changes were made to the settings when the pump head started rattling. Additional information was later provided by the perfusionist. The pump head started rattling at 0300 (on the event date). Per the perfusionist, no troubleshooting could be completed due to the pump head separation. The patient was on the device for five days when it clotted (not two). The pump head was inspected after the changeout, and it was reportedly no longer seated. However, it had also been inspected daily prior to the event. The patient's diagnosis and reason for being on ECMO was aortic pseudoaneurysm repair, svc reconstruction, and innominate grafting. The pump was close to level with the patient for the majority of the run. The device settings were set to 4400 rotations per minute (rpm) with a 2.5 l/min flow rate. The sweep gas used was oxygen at 1 l/min. At 0239, just prior to the failure, the patient's pre-oxygenator arterial blood gas values were ph 7.24, 70 paco2, 44 pao2 and their post-oxygenator values were ph 7.27, 61 paco2, 437 pao2. There was no patient harm as a result of the reported event. The patient remained hemodynamically stable with an overhead saturation of 100. The only negative patient impact was the blood loss due to the changeout. To protect the patient, the tubing was clamped prior to the changeout. A video of the used pump head was provided for review, along with event log files. The sample was reportedly available to be returned for evaluation.